Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that as soon as the physician started pushing on the foot control he noticed the shaver tip vibrating. The doctor checked the device for proper assembly into the hand piece. He ran the device again and it was still vibrating. The staff opened another shaver blade and same vibration occurred. A second hand piece was opened and again there was vibration. The representative was able to find a new lot number of the same product and the blade was inserted and worked as intended during the bilateral sinus surgery. There was no patient impact no and no intervention. A 10 minute delay was recorded. On follow up it was reported that vibration was discovered once inside the patient.

Manufacturer narrative:
H3: analysis found the middle assembly would rotate freely. The inner assembly cutter rotated freely. The blade seated into the handpiece with ease. The blade oscillated in the lab and exhibited a wobble and vibration. The inner blade was removed and spun on a flat raised surface. The hub did not appear to be concentric. Using a concentricity gage the hub was found to be out of concentricity. H6: fdc-d16 fdm-b21 fdr-c21 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.